Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal insulin delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 74 mg/dl, and the meter bg reading was 443 mg/dl. Customer did not take any action to address bg level at the time of the report to tandem technical support. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.